Manufacturer narrative:
Evaluation in progress, but not yet concluded. The user switched the battery out and then proceeded to setup for the surgery.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the battery was found on the floor and not in the monitor. As a result, an alternate battery was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Investigation in process, but not yet completed.